Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that troubleshooting help was needed due to high impedances intra-operative. High impedances on pairs c-0, c-1, 0-1, 0-2, 0-3, 1-2, 1-3 are >4k when they were tested at 3.5v and 450us. There was not a prior impedance history, as the ins was depleted going into the procedure. There was no therapy history going into the ins change out. Technical services reviewed intra-operative troubleshooting steps. The caller reported that they thought the lead was fully inserted into header block. No resolution was reached on the call. No symptoms were reported. No further complications were anticipated/reported. Additional information was received from a manufacturer representative (rep). It was reported that the patient the previous device was replaced due to end of service (eos). The rep stated that the cause of the high impedances was not determined, but that it could possibly be the lead. The rep reported that the high impedances did not resolve. The rep set the impedance parameters based on what tech services recommended, so that all options were exhausted. The physician determined the best course of action was to keep the existing lead and programmed it to (-2 ,+3) since the impedance values for that paring were normal. Patient felt the therapy at .5 amps in the pelvic floor area post-operation.